Manufacturer narrative:
This sensor is part of the issue that was addressed in corrective and preventive action and root cause was attributed to manufacturing deficiency. Device received date updated 09 oct 2019. Contact information updated. Patient code updated to 2692. Result code updated to 170. Conclusion code updated to 23.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement resulting in early sensor removal.